Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no signs of physical damage. Event log history was performed and indicated that syringe plunger not in place was recorded in history. During analysis, the reported issue was able to be duplicated. The plunger flippers are visibly not seated all the way. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user. Customer or 3rd party vendor incorrectly assembled the timing plates. Service performed a reset of the timing plates. Performed power up process, pm, occlusion test and all functional tests which passed.

Event description:
It was reported that plunger sensor was experienced.

Event description:
Additional information received indicated that this event occurred during biomed technician testing. No patient was involved.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no signs of physical damage. Event log history was performed and indicated that syringe plunger not in place was recorded in history. During analysis, the reported issue was able to be duplicated. The plunger flippers are visibly not seated all the way. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user. Customer or 3rd party vendor incorrectly assembled the timing plates. Service performed a reset of the timing plates. Performed power up process, pm, occlusion test and all functional tests which passed.

Event description:
It was reported that plunger sensor was experienced.